Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2010 which passed within instrument specifications. A field service engineer (fse) went on-site and replaced some hardware and serviced the instrument. Although hardware issues were addressed,a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated ckmb results generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.